Manufacturer narrative:
An additional lot number was reported (lot #m018057). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Anticipated but not begun.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no impact to the user's blood glucose level. The user reported that the pump would continue to be used for insulin therapy. Additionally, it was confirmed that the user had an alternate method of insulin delivery available.